Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported that the cycler would not kick over to the last baxter bag and during dwell 6 of 6, fluid was discovered on the floor. The patient¿s contact reported receiving no alarms during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option, manuals was available. Upon follow up, the patient¿s contact stated that the patient was able to complete treatment on a replacement cycler that they already had and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The contact confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation and that the old cycler has been returned.